Manufacturer narrative:
The distal set up joint (suj) has been returned and evaluated by the failure analysis (fa) team. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 17 and 32 indicating a wheel communication status error. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests without log errors. As a result of these findings, failure analysis concluded that the motor rotor in the motor module assembly and chip encoder virtual absolute (cva) sensor are consistent with the reported event and considered the potential root causes of the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that after a fault, the customer disabled arm 4. The tse reviewed the logs which showed patient clearance "tornado" axis with encoder error 23002. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci product involved with this complaint to perform failure analysis.